Event description:
The pt was exhibiting some precursory signs of infection: low grade fever, more apnea than usual, and muscle aches and pains. The pt has a PICC line in place which was inserted in 2002, and the pt has been administered both baxter saline and heparin syringe products from insertion date to report date. The reporter stated that when they received notification of the december 12, 2002 baxter recall for saline and heparin syringes, they called the pt's doctor. As a result of this info, and the pt's above listed clinical symptoms, the pt's physician ordered prophylactic antibiotic therapy, levaquin 500mg p.o. Qd for 7 days. No add'l clinical details were available for this report.